Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Manufacturer narrative:
The controller and two batteries were returned to heartware for evaluation; the devices were exchanged without incident and there was no reported patient injury. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller and (B)(4) passed visual examination and functional testing; the devices performed per specification. Records indicate that the unit met the internal requirements prior to its quality assurance release process. Review of the controller log files confirm the reported event which revealed two critical battery alarms and battery power switching corresponding to the reported power switching event; analysis indicated this likely occurred due a failure in communication between the controller and a battery. Log files revealed that the alarms all occurred on controller power port 1. Functional testing revealed that (B)(4) contained a faulty cell pair. Even though testing confirmed a battery malfunction, the root cause of the reported event cannot be conclusively determined. Analysis of the controller log files indicate that the most likely root cause of the reported event is due to communication failure between power port 1 of the controller and the connected battery.

Event description:
Approximately fourteen months post lvad implantation, the site reported that a patient experienced a critical battery alarm with her controller. The controller and batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident.